Event description:
The pt had three endeavor sprint rx drug eluting stents implanted during the index procedure: one in the proximal lad, one in the mid lad and one in the distal lad. Approx 7 months from the index procedure, the pt suffered from anemia, syncope and a subarachnoid hemorrhage which required hospitalization. It is reported that a spontaneous intracranial bleed occurred on the same day. A prbc transfusion of 2 units was required, along with interruption of clopidogrel / asa. It is reported that pt is continuing with treatment. This event was deemed to have a possible relationship to the antiplatelet study drug. (Ref MFR # 9612164201100636 & 9612164201100637).

Event description:
Patient was discharged 3 days following the stroke event.

Manufacturer narrative:
(B)(4) - results: (cva/stroke). Conclusion: no conclusion can be drawn.